Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a fibrin sealant preparation device was used. They were unable to remove the grey luer locks in order to apply the laparoscopic tip. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: "is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event?" It was not the users first time. He has used it 2 times prior. Then 3 other people tried the other before they could get one actually work. "How many times have they applied the laparoscopic tip?" It was not the users first time. He has used it 2 times prior. Then 3 other people tried the other before they could get one actually work. "Was a sales representative present during the case when the issue was experienced?" There was no sales rep present. "Was any leakage or product solution observed at the luer locks connection?" The first one had product in the luer lock so I'm not sure if that was defective to begin with but the others had no visible products. All stocked product would have expired the next day or so so I am not sure if that has anything to do with it. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event related to mw # 2210968-2022-04612, mw # 2210968-2022-04613 and mw # 2210968-2022-04614. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.